Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a clot was observed on the catheter. On 5/1/2019, the biosense webster ibc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, the product revealed no physical damage. Catheter dome looked shiny and clean. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture ref no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a clot was observed on the catheter. It is not clear whether the catheter was replaced. No adverse patient consequences were reported. The clot issue has been assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a clot was observed on the catheter. Additional information was received on 1/8/2019, indicating the device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a clot was observed on the catheter. Additional information was received 2/11/2019, indicating the name and address of the initial reporter is (B)(6). Manufacturer ref no:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a clot was observed on the catheter. The investigation completed 5/27/19. The device was visually inspected, and it was found in good conditions. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Irrigation testing was performed. The catheter was partially irrigating and reddish material was observed. The catheter was dissected on the handle area. The irrigation tube was found folded and occluded with reddish material causing the irrigation issue. A device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The customer complaint was not confirmed. The root cause of the irrigation tube damage cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).